Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse turns on the arctic sun device. Ensures that the fluid delivery lines are connected. Diagnostic screen showed flow rate less than 1.5lpm, after changing to another machine, the abnormal alarm persisted. Per follow up information received via email on 16aug2024, issue resolved. Nurses changed new gel pad and patient complete therapy. No impact to the patient. Per sample evaluation results received via task on 20nov2024, it was reported that the connector was damaged in an arctic gel pad.

Event description:
It was reported that the nurse turns on the arctic sun device. Ensures that the fluid delivery lines are connected. Diagnostic screen showed flow rate less than 1.5lpm, after changing to another machine, the abnormal alarm persisted. Per follow up information received via email on 16aug2024, issue resolved. Nurses changed new gel pad and patient complete therapy. No impact to the patient. Per sample evaluation results received via task on 20nov2024, it was reported that the connector was damaged in an arctic gel pad.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue could not be determined. Visual evaluation of the returned sample noted 1 opened arctic gel medium pad kit present with no original packaging. Visual inspection noted the following: no obvious visible defects such as cuts or tears in the foam. There was a slight chip on the connector of the left chest pad. Right chest pad had a severe kink (or collapse) halfway down tubing, also severe kinks in similar position on both thigh pads. Hydrogel was intact with pad and not separated. There was some slight residue on the pads. The pads were very wet. The instructions-for-use are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product a review of the device history records did not show any problems or conditions that would have contributed to the reported issue. Correction: d, e, f, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.